Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: oversensing noted. The plan was to abandon the left system and implant a new one on the right side. This rv lead as well as the atrial lead were abandoned on (B)(6) 2026 due to product performance issue.